Manufacturer narrative:
This report is based solely on device analysis. No information to suggest a device related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: during analysis it was noted that one knob was missing and it was therefore replaced as well as receiving the updated battery contact design referenced in the current corrective field action. (B)(4).

Event description:
The external pulse generator was returned in accordance with instructions affiliated with the existing field corrective action and subsequently tested out of specification during manufacturer's analysis. There was no patient involvement.